Manufacturer narrative:
The sample was returned for evaluation. The investigation is in progress and a follow-up report will be provided once completed.

Event description:
PICC dressing was found to have fluid under it. When the dressing was taken down and the PICC flushed with heparin, we noted a small hole near the wings under the dressing. A new PICC or piv was placed for completion of prescribed therapy.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Follow up